Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
During a customer visit, while the field service engineer (fse) was replacing an r1 pipettor altera board on the alinity s analyzer, the board failed. The fse reported a loud noise and burning smell. Upon examination the fse found one of the integrated circuit chips had burst open and disintegrated. The component also showed charring. There was no visible smoke or fire reported. There was no impact to patient management, user safety or facility damage reported.

Manufacturer narrative:
The photos provided by the abbott ambassador illustrate the burned component and confirms the issue as described in this complaint. The replacement of the pcb assy, dual pipettor - altera (part number b-90000870-01) resolved the issue. A review of the alinity s service history identified no additional issues or contributing factors to the current complaint. There have been no subsequent reports from the customer site regarding evidence of fire/burn incidents after the pcb part was replaced. A review for similar complaints of the part identified no additional complaints related to the issue. The transfusion product monitoring review revealed no systemic issue or trends for the altera board or the alinity s instrument with regards to the issue in this complaint. Abbott alinity s systems r&d engineering performed an investigation of the returned pcb assy, dual pipettor - altera (part number b-90000870-01). The investigation states that one of the stepper motor driver integrated circuits (u17) on the board showed significant damage on the packaging and is missing pins 33 and 34. Visual inspection showed no error in component placement and no identifiable soldering issues. No abnormalities were found on the rest of the device pins. All the discrete components associated to u17 are operational. A comparison of circuit resistance from ground to power rails to the 3 adjacent stepper drivers u7, u8 and u12 showed no significant difference. No source of electric short was found external to the device on the pcb which indicates the failure is caused by a defective component, u17. The investigation documents that there is no failure to meet design input and that this is an isolated event. The alinity s system service documentation contains adequate information for electrical hazards and the troubleshooting, removal and replacement of the part. The alinity s system operations manual contains adequate information for performing an emergency shutdown on the instrument, contains adequate information regarding electrical hazards, and for troubleshooting the observed error code. Further, the 2020 ul certification memo indicates abbott diagnostic equipment and accessories are certified to the appropriate us, canadian, and international safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no product deficiency was identified for either the alinity s system, sn (B)(4), or the pcb assy, dual pipettor - altera (part number b-90000870-01).